Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device passed a manual 30-joule test and later entered sync mode at 09:10. It displayed messages indicating no qrs detection, likely due to a heart rate below 20 bpm or low qrs amplitude. Although the shock button was pressed twice using internal paddles, no energy was delivered because the device couldn't detect proper r-wave markers. No clinical data was available for review. Testing of the returned paddles showed no issues. The device operated correctly. There was no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 73-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.